Event description:
The customer reported that the device failed the pads ECG segments of the user initiated operational check. The reported symptom presented during user initiated testing. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). Indicative of a condition that could impact the delivery of therapy. The reported symptom presented during user initiated testing. There was no report of pt involvement. The philips field service engineer evaluated the device and resolved this malfunction by replacing the power pca.